Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. At a visit to 1/13 of the hospital, we received a report in the form of (B)(6) of the patient have occurred tamponade. The patient has already recovered and been discharged from the hospital. Tamponade was detected on the next day of the procedure. Pericardial effusion was confirmed on the day after surgery, and drainage was performed. The condition subsequently stabilized, and the patient was discharged from the hospital at the end of 2021. The physician commented that I have no particular idea, but if I had to say so, I had an impression that it was slightly over ablated from the front wall of the lspv to the roof. Both ai and cf were normal, and the cause was unclear. Additional information: this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure. Intervention provided: drainage was performed. Patient outcome of the adverse event: fully recovered. Prior to noting the CT ablation was performed and there was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Since the event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30648136l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).